Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the failure not duplicated at the repair department, it is likely that there was no problem in the subject device, but the problem was in the scope side. It is also likely that the sdi2 connector was damaged because the customer applied external force to the subject device at the time of connection or transportation. Damage in the sdi2 connector made the connection with the monitor unstable, so an image was not displayed. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, serial digital interface 2 had no signal and the rear feet were broken, as is the net spacer. A replacement was required for all feet and the board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.